Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device replacement procedure, noise and inhibition of pacing were observed during hv impedance checks. The noise was not reproducible with lead manipulation, but was reproducible with hv lead impedance checks. It was noted that impedance checks with both lfa on and lfa off impedance checks would be successful or at times unsuccessful. Programming changes were made. The lead remains implanted. The patient was fine.